Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. If needed, in addition, the following non-reportable malfunctions were found during the device evaluation: error code e216, receptacle unit of this equipment found loose, flickering is coming in the image from serial digital interface and composite output ports, dust found inside the equipment, heat spacers damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error b30 occurred due receptacle unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the error b30 intermittently occurred on the video system center during maintenance. However, after switching off and on the system, it worked fine. There was no procedure or patient involvement.